Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported there was a loss of efficacy of the stimulation and a return of incontinence on (B)(6)-2016. No diagnostics/troubleshooting performed, but the device was reprogrammed. The issue did not resolve at the time of the report. Medical history included fecal incontinence idiopathic due to obstetrical trauma and peripheral neuropathy since 2014. The event was ongoing. The event was assessed by the investigator as not serious, related to the device and not related to the procedure. The cause and outcome remains unknown, but follow-up was conducted to obtain additional information. If any additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported settings were 2.5v, 210us, and 14hz. No further actions or outcome had been provided.